Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: tfna helical blade perf l105 tan (p/n: 04.038.405s, lot number: 201p014) were received at us cq. Upon visual inspection, the complaint device showed signs of usage from field. No other issues were observed with the returned device. The radiographs were reviewed, and the complaint condition can be confirmed. There is evidence that the tfna helical blade has migrated from the implanted position. Functional test: a functional assessment was performed with the received devices. The device were able to be assembled as intended. However, a complete test could not be performed as the devices were explanted and no mating bone material is available. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: relevant documents (current and manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed during the investigation. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.038m405sp, lot number: 201p014, part manufacture date: 27-may-2021, manufacturing location: elmira. Part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 105mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the complaint device was not received for investigation. An investigation was performed based on the radiographs the radiographs were reviewed, and the complaint condition can be confirmed. The tfna helical blade has migrated from the implanted position. A valid lot number was not provided, therefore a manufacturing record evaluation cannot be performed. If a lot number becomes available, the manufacturing record evaluation will be updated. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part/lot combination is not valid, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 during a follow-up examination the x-ray showed a cutting out with dislocated femoral neck screw of the right trochanteric fixation nail advanced (tfna) with a protrusion of approximately 2.0 cm over the countercorticalis into the acetabulum after a right pertrochanteric femur fracture. This was not preceded by trauma. On (B)(6) 2021 the tfna nail was removed and an acetabular floorplasty with cancellous bone grafting (own femoral head), implantation of a modular cementless hip prosthesis (mutars) and cerclages was performed. This report is for one (1) tfna fenestrated helical blade 105mm - sterile. This is report 2 of 3 for (B)(4).